Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittency with device use, and the issue could not be resolved. After troubleshooting and review of clinical symptoms, it was concluded that this represents a device failure. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.